Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter elbowed at their insertion. It was mentioned that it made it impossible to perform the therapy due to the absence or significant decrease in blood flow. There was no reported patient outcome.